Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to dislocation of the adm/ mdm insert from the mdm metal liner. No possible cause or contributor for dislocation was reported to the rep. The poly insert, femoral head and stem were revised to stryker devices (there are no allegations against the head, the surgeon wanted to implant a stem with a greater offset). Rep reported that no further information will be available.